Event description:
During the recent review of the pt's medical records provided by legal the company was informed that the pt reportedly had an infection in the ear and the pt's pe tube was replaced. The pt was prescribed ciprodex with mucinex.

Manufacturer narrative:
Advanced bionics considers that investigation into this reportable event as closed. The doctor's note in 2007 indicated that the patient's infection has cleared up. The patient's device remains implanted. This is the final report.